Event description:
It was reported, that in the course of trio trauma surgery, the surgeon used a torque wrench to tightening a set of screw connectors; during this process the hex of one screw connector¿s became deformed. Therefore, the surgeon changed out the deformed connector for a brand-new connector.

Manufacturer narrative:
Method: device inspection; device history review; complaint history review; risk assessment results: the trio connector was confirmed visually that the hex of the set screw was deformed and not functional. The event resulted in no time delay. A manufacturing review was done and the product did not reveal any nonconformities. The type of deformation that the connector experienced could be from too much torque or over tightening. A solution was put into place by removing the connector and replacing it with a brand-new product. Conclusion: the type of deformation that the connector experienced could be from too much torque or over tightening. The exact cause of the deformation remains unknown.

Event description:
It was reported, that in the course of trio trauma surgery, the surgeon used a torque wrench to tightening a set of screw connectors; during this process the hex of one screw connector's became deformed. Therefore, the surgeon changed out the deformed connector for a brand-new connector.